Event description:
It was reported that after five minutes of procedure a loud sound was heard, upon inspection, it was noted that the laser fiber had detached from the black connector. The procedure was completed with no patient complications.

Event description:
It was reported that after five minutes of procedure a loud sound was heard, upon inspection, it was noted that the laser fiber had detached from the black connector. The procedure was completed with no patient complications.